Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the amount of liquid delivered differed from the actual amount of drug. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
This file is a retraction as the information was incorrectly filed under this registration number, please reference mrn 3012307300-2025-04822 for details pertinent to this event.